Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of extensive wear of the cage glenoid. The cause of the wear and the reported prosthesis fracture cannot be determined because the device was not returned for evaluation and limited information was provided.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported this female patient¿s l shoulder was revised due to severe glenoid wear and separation from the cage. Shoulder was implanted with a hemi. The patient was last known to be in stable condition following the event. The device is not returning.